Event description:
It was reported that during a stent graft deployment in a av graft fistula in the sfa, the stent graft partially deployed; therefore, the partially deployed stent graft and delivery system were exchanged over the wire as one unit for another stent graft that was prepped and deployed successfully. There were no reported patient injuries.

Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. This is the first complaint reported for lot number anwk3389 to date for deployment issue. The investigation is confirmed for partial deployment, as the stent graft was returned partially deployed. It should be noted that an outer shaft break is also confirmed, as the outer sheath was torn off at the catheter reinforcement area. It is likely that manipulation of the delivery system during the attempt to deploy the stent graft or during the removal of the delivery system from the patient resulted in the returned sample condition. Therefore, it is likely that procedural issues have contributed to the reported event. However, the definitive root cause is unknown. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.